Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe left side pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("severe bloating"). The patient was treated with surgery (removal of the device). Essure was removed in (B)(6) 2009. At the time of the report, the abdominal pain, genital haemorrhage and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain and genital haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device embedded in the fundal mucosa') and abdominal pain ('severe left side pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive and abnormal bleeding") and abdominal distension ("severe bloating"). The patient was treated with surgery (lavh and bilateral salpingectomy). Essure was removed on (B)(6) 2008. At the time of the report, the embedded device, abdominal pain, genital haemorrhage and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, embedded device and genital haemorrhage to be related to essure. The reporter commented: removal date: (B)(6) 2009 (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: mr received: event embedded device added. Reporter information, rcc note were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('device embedded in the fundal mucosa') and abdominal pain ('severe left side pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive and abnormal bleeding") and abdominal distension ("severe bloating"). The patient was treated with surgery (lavh and bilateral salpingectomy). Essure was removed on (B)(6) 2008. At the time of the report, the embedded device, abdominal pain, genital haemorrhage and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, embedded device and genital haemorrhage to be related to essure. The reporter commented: removal date: (B)(6) 2009(discrepancy noted). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe left side pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("severe bloating"). The patient was treated with surgery (removal of the device). Essure was removed in (B)(6) 2009. At the time of the report, the abdominal pain, genital haemorrhage and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.